Manufacturer narrative:
The t:slim pump user guide states: ¿you can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off).¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump suspended insulin delivery and the contact did not know the reason why this occurred. The customer's blood glucose (bg) level was 410 mg/dl and a correction bolus was delivered to manage bg level. During troubleshooting with tandem technical support (cts), cts confirmed an auto-off alarm and educated the reason for the alarm. Cts instructed the customer in disabling the feature per contact request. It was indicated that the customer's bg level decreased at the time tandem technical support was contacted.